Event description:
A distributor of infutronix received a complaint from user facility representative "the cassette tubing on pump became disconnected several times during the infusion." Device operator was unknown. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (B)(6) medical co. Ltd.

Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device is not available for return.